Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended replacing the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop alarm during patient use. End user noted the spo2 alarm went off when the vent inop occurred indicating the patient had a drop in spo2 but there was no patient harm reported with the event.